Event description:
A facility reported that during positioning for a craniotomy procedure, the mayfield infinity xr2 skull clamp (a2114) slipped causing a laceration to the head requiring sutures to be placed. The skull clamp was removed from service and replaced with a different skull clamp.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation was unable to duplicate slippage. The device passed all specific functional testing requirements, except for the index knob which passes inspection but still feels too loose. As a result, it is recommended that the unit have a preventive maintenance (pm) service performed as a precaution before returning to the customer. Since the unit was involved in slippage resulting in patient injury, it was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service & repair report and notes no additional deficiencies. New components will be added to replace worn internal parts, and general maintenance and cleaning will be performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.